Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section. Concurrent conditions included low back pain, pulmonary edema and pneumonitis. Concomitant products included ibuprofen. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), back pain ("low back pain") and allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In 2015, the patient experienced abdominal pain ("abdominal pain/severe cramping"). On (B)(6) 2017, 7 years after insertion of essure, the patient experienced fibromyalgia ("fibromyalgias"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), night sweats ("night sweats"), dizziness (" dizziness"), hot flush ("hot flashes"), migraine ("migraines "), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),") and hypoaesthesia ("numbness (hands/legs)."). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, night sweats, dizziness, hot flush, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, hypoaesthesia, fibromyalgia, back pain and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, headache, hot flush, hypoaesthesia, migraine, night sweats, pelvic pain, urinary tract disorder and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2011: total bilateral occlusion. On (B)(6) 2015, findings: fallopian tubes scarred to the ovaries, left significantly. Filmy sigmoid adhesions to the anterior abdominal wall and left ovary. Dense bladder flap adhesions. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraines, hypoaesthesia, hot flush, dizziness, night sweats and dyspareunia. Most recent follow-up information incorporated above includes: on 5-jul-2018: pfs received. Events: low back pain, nickel allergy were added. Concomitant drug added.. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain/severe cramping"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), night sweats ("night sweats"), dizziness (" dizziness"), hot flush ("hot flashes"), migraine ("migraines "), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),"), hypoaesthesia (" numbness (hands/legs).") And fibromyalgia ("fibromyalgias"). The patient was treated with hysterectomy with bilateral salpingectomy and essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, night sweats, dizziness, hot flush, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, hypoaesthesia and fibromyalgia outcome was unknown. The reporter considered abdominal pain, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, headache, hot flush, hypoaesthesia, migraine, night sweats, pelvic pain, urinary tract disorder and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: events added as hormonal changes describe: dizziness, hot flashes, night sweats, hysterectomy (full), bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, other injury(ies) or complication (s) please describe: numbness (hands/legs). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (essure was removed.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.